Manufacturer narrative:
C4tr01 crtp implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three years after implant, the right atrial (ra) lead exhibited high impedance and no capture. The lead was dislodged. An attempted was made to reposition the lead to no avail. The lead was capped and replaced. No patient complications have been reported as a result of this event.